Manufacturer narrative:
Physio-control isolated the cause of the device not powering off to the power module assembly. The cause of the device unable to boot up during the initial power on could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently would not complete a boot cycle when powered on. The customer also advised that the device did not power off properly. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power off properly and entered a continuous reboot. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported boot issue. However, physio did observe that the device was unable to power off and entered a continuous reboot. The battery in the device had to be removed in order to power off the device. The customer declined to have their device repaired and the device was returned unrepaired to them. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device intermittently would not complete a boot cycle when powered on. The customer also advised that the device did not power off properly. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power off properly and entered a continuous reboot. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.